Event description:
It was reported that an unspecified number of bd autoshield¿ duo pen needles were unable to deliver insulin and the insulin leaks down patients skin. This only seems to occur with morbidly obese patients. The following information was provided by the initial reporter: failure to deliver insulin; not sure if patients are receiving proper dosages. Educational and training nurse called stating that the nurses in the hospital when administering insulin in morbidly obese patients using the bd 329515 autoshield duo safety insulin pen needle, the insulin is not delivered and can be seen running down the patient's skin. This happens only with morbidly obese patients. The nurse would like to learn if there is a better way to deliver the insulin to morbidly obese patients. The nurses follow the directions to administer by injecting into a fold of skin, but it does not seem to work with morbidly obese patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed, as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.